Event description:
Healthcare professional reported after injection with juvederm in the nasolabial folds the pt developed "lumps and bumps" at the injection site that became "larger, harder, red, ulcerating, and oozing" over time. The pt was prescribed minocycline and prednisone. Symptoms have resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of lumps and bumps, that became "harder, red, ulcerating and oozing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.